Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had sensor glucose and blood glucose issues with difference between readings. Customer's blood glucose was 300 mg/dl but her sensor glucose was 60 mg/dl. Customer then received a threshold suspend. Customer received a calibration error and a change sensor alarm. Customer treated with the pump for her high blood glucose. Customer has had 3 change sensor alarms since (B)(6) 2016. Customer had a second occurrence on (B)(6) 2015 with a blood glucose of 240 mg/dl and sensor glucose of 53 mg/dl. Customer's blood glucose was 150 mg/dl this morning and her sensor glucose was 49 mg/dl. Customer was advised to remove and change out the sensor. Customer's mother did not want to do any further troubleshooting. Customer will be sent replacement sensors.